Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of ischemia, myocardial infarction and thrombosis, as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a proximal/ostial and mid left anterior descending (lad) artery. The patient was turned down for coronary artery bypass surgery. It is unknown what device was used for pre-dilatation; however, the residual stenosis was reduced to less than 40%. A 3.0 x 12 mm xience alpine stent was deployed in the proximal ostial lad and a 2.5 x 28 mm absorb scaffold was implanted in the mid lad. Post dilatation was performed with a 2.75 balloon catheter, the final angiographic residual stenosis was less than 10%. Optical coherence tomography (oct) confirmed the final vessel size was 2.2 mm at the distal edge and then stepped down to 1.9 mm. Oct also confirmed the stent and scaffold were fully apposed to the vessel wall. On (B)(6) 2016 the patient presented with a st elevated myocardial infarction and electrocardiogram showed anterolateral wall ischemia. Additionally, thrombosis was confirmed in the mid-portion of the absorb scaffold. A guide wire was advanced and a 2.5 x 15 mm non-abbott balloon catheter was used to dilate the lesion. A 2.75 x 12 mm xience alpine stent was implanted in the mid-portion of the absorb to the distal edge of the scaffold. Post-dilatation was performed with a 2.75 x 8 mm unspecified nc balloon catheter. Testing confirmed the patient was either not compliant with dual antiplatelet therapy or is a non-responder. The patient was changed from plavix to ticagrelor. The patient is in stable condition. No additional information was provided.